Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that the cause of their ins not holding a charge, coupling issues, and not charging all the way to full was because their battery was old, dead, or dying. The patient stated that the ins was over 8 years old. The patient added that they are scheduled for a battery replacement on (B)(6) 2018. They noted that their issues have not been resolved at this time, as they are still dealing with extreme pain in their back and down their hips, legs, and feet. They are awaiting their replacement surgery. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. It was reported that the patient was having pain on and off which was bearable but that it has gotten worse since their recharging issues started. The ins was not holding a charge and turning off after 1.5 days. The ins was also not charging all the way up. It was noted that the patient keeps it on 24/7. The patient checked the ins with their patient programmer and saw the 'charge ins screen,' and after connecting with the ins recharger (insr) they saw the eri screen. The patient was getting full coupling which went down to 6 bars and then 4. When the patient repositions the antenna they loose all coupling bars and have to tighten the belt really tight which leaves marks. The patient was redirected to their hcp. No further complications were reported.